Event description:
As reported by an edwards field clinical specialist, during the transfemoral tavr procedure, wire position was lost. During the withdrawal of the 23mm sapien 3 ultra valve and commander delivery system, the valve got stuck in the esheath. It was reported that the part of the valve and delivery system went through the side of the sheath. The delivery system was removed. However, during the withdrawal, the valve dislodged from the balloon and remained in the sheath. The sheath and valve were removed without consequence to the patient. A new valve, delivery system and sheath were prepared and successfully used for the procedure. The second valve remains implanted in the patient. It was speculated that vessel tortuosity may have contributed to the event.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The sapien 3 ultra valve, commander delivery system and sheath were not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for evaluation. No applicable case imagery was provided for review. A device history review (DHR) review and lot history review could not be performed as no device lot number was provided. In this case, the complaint for 'liner punctured' was unable to be confirmed. Without the return of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. However, an in-depth evaluation regarding complaints for sheath shaft liner tears has been documented in a technical summary written by edwards lifesciences. A technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Follow-up information stated that when removed from the patient, the sheath was 'split and part of the valve stent was through sheath'. Also, 'it was speculated that vessel tortuosity may have contributed to the event'. Vessel angulation can create suboptimal angles during delivery system advancement through the sheath. The delivery system or balloon catheter can potentially catch on to liner of the sheath and tear it upon removal. Additionally, the valve allegedly dislodged from the balloon during withdrawal. The force required to withdraw the system within the sheath could then lead to further tear of the sheath liner. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In this case, the available information suggests in addition to procedural factors (withdrawal difficulties), patient factors (vessel tortuosity) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.